Manufacturer narrative:
Trackwise ID 790598. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon removal from the box, the vaso viewhemopro vh-3500 one side of the c-ring slider was incompetent which caused the c -ring to not deploy properly. The device was passed off, marked, and a new device was opened. The patient was in the room when the device was opened but the device never touched the patient/no patient contact.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/27/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The devices were returned inside the plastic protective carrier case, however the outer product packaging was not returned for evaluation. There were no visual defects observed on the harvesting device. The cannula handle was observed to be intact, with no visual defects observed. The plastic scope wash tube of the c-ring was observed to be bent in the center. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the intact c-ring. The c-ring would not retract fully into the cannula shaft. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed as well as the analyzed failure "material twisted/ bent scope wash tube" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000272716 history record review was completed. Ncmr #(B)(4)-torque value for the in-process specification on the collar pull strength is currently under review and included products in this ncmr are impacted . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.